Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: electrical connections show signs of corrosion at the scope socket, causing intermittent unsupported scope errors (e315). Additionally, the air/water/suction system has debris inside the socket air tubing, resulting in low air pressure from the pump unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corroded pins scope socket intermittently giving unsupported scope error e315; debris inside socket air tubing; low air pressure pump unit. There was no patient involvement.